Event description:
It was reported to philips the device failed to power on. The device was not in clinical use. There was no harm reported. Upon evaluation, it was found the power supply was faulty. The power supply was replaced and the device was returned to expected functionality. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine is not switching on. Upon functional testing, the fse found that the issue was with the input power supply as the hospital ups system is shut down. The fse resolved the issue of mpdu gets tripped. After which, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Ups power failures or outages may occur that can cause the allura system to not be switching on. Ups failure is considered as a localized power failure that is not caused by the device. Since the malfunction of an external ups power source would not be considered a device malfunction of the allura system, this event would not be reportable. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. The gdt has been updated. The codes were updated based on the investigation outcome.